Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the artis zee ceiling system. The user reported that a patient fell off the system table. It is not known at this time what procedure was being performed or if the provided safety straps were used. There is no report of impact to the state of health of any patient or user involved. Additional details have been requested for investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. There is no indication of a system malfunction and no systematic error was found. The systems are equipped with a set of body straps to secure the patient onto the table. In this case, the user did not secure the patient properly as described in the instructions for use. The table top is not designed to prevent a patient from falling when not fastened as described in the user manual. The whole process of patient fixation is under the responsibility of the operator. Instructions for proper use in securing the patient during examination are provided with the system in the operator manual: chapter: safety, technical and administrative information "system operation", warning: movement of the patient on the tabletop never leave a patient unattended on the table top." Use the provided accessories, e.g. Immobilizing straps to secure the patient in a stable position." Chapter system overview; sub-chapter usability: patient safety: provide assistance for getting the patient on and off the table. Be sure all patient health lines (IV, oxygen, etc.) Are positioned so they will not be caught when moving the equipment. Never leave the patient unattended while in the system room. An unattended patient could fall from the table, activate a motion control, or encounter other problems which could be hazardous. Chapter: preparations - fluoroscopy - acquisition: transferring and positioning the patient. Positioning accessories. Attach the accessories required for secure positioning to the patient table. In particular, attach the handgrips, footboard and foot holder. Ensure that the accessories are attached securely and function properly.